Event description:
Information received by medtronic stated that the customer received a critical pump error. The customer also reported that the insulin pump was hot and warm. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Unit came in with critical pump error alarm (open book). Test p-cap properly locks during testing. Unit successfully was downloaded using thump software. Unable to perform the following tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). Unable to conduct testing nor confirm device heating up. Unable to monitor pump due to critical pump error (open book). The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The adapt tool recorded pump error 35 and pump error 53. Pump error 35 on (B)(6) 2023 at 11:53:00. Pump error 35 was due to the broken force sensor. Pump error 53 (main error log) file number = 65535; line number = 65535. Per software engineer log it was determined the pump error 53 was due to hardware issue with force sensor. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection corroded flex connector traces on force sensor. Problem isolated to electronic assemblies. Force sensor zero within spec (20.9 mv). Unit also received with corroded battery tube, pillowing keypad overlay, scratched case and label damage (faded). In conclusion, unit came in with critical pump error alarm trigged by pump error 35. Pump error 35 was triggered by corroded force sensor gold traces. Problem isolated to electronic assemblies. Pump error 53 was confirmed due to hardware issue. Unable to confirm device heating up due to critical pump error alarm. Unable to monitor the pump to determine device heating up. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.